Event description:
During a thryoidectomy procedure, the device was not cutting properly, and hemostasis was insufficient. Started smoking and then the white tissue pad started coming off and parts of it flew off into the patient. All of the pieces were retrieved from the patient. Another like device was used to complete the procedure. There was no reported patient consequence.